Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call, the customer was experiencing a hyperglycemic episode and was rushed to the emergency room. At school the customer's school nurse treated for blood glucose of 317 mg/dl with the device. Once he was home blood glucose was 215 mg/dl. At dinner time the customer was experiencing abdominal pain, blood glucose was 579 mg/dl. Customer mother took him to the emergency room and was treated with IV drip and syringes. Troubleshooting was performed for high blood glucose and no anomalies were noted on the device. Customer's mother then stated the device had alarmed motor error. Blood glucose at the time was 600 mg/dl. Displacement test was performed and it passed. Manual prime was performed and the alarm didn't reoccur. Customer's mother was advised to call back when the alarm reoccurs. The device is not returning for analysis.